Event description:
Doctor did this total hip on (B)(6) 2026. The patient has had recurrent dislocations. Doctor did a revision and lengthened the 28 ceramic head from a neutral neck lengthen/42 dm poly bearing to a 28mm +4 delta option ceramic head w/42mm dm poly bearing. This stabilized the range of motion.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) 1644408-2022-00824; (B)(4), s803 - dislocation, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.